Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The root cause of the reported issue was not identified. Review of manufacturing history confirmed that the product conformed to specifications. It was confirmed that new models of endoscopes could output an image as expected, however old models of endoscopes (160/180 series) caused the event. It was presumed that this event reported was highly likely to be caused by failure of the patient circuit board (ap/dr board). The ap board handles image signal processing when an old model of endoscope is connected. The ad board handles driving of an old model of endoscope and it was consider that this event is highly likely to be caused by accidental failure. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: ¿before each case, inspect the video system center as instructed below. Inspect other equipment to be used with the video system center as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the video system center and if the irregularity is still observed contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage". Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The patient's reported weight was (B)(6) kg. The device was returned to olympus for evaluation. The device was visually and electronically inspected which found a faulty printed circuit board set. The reported image issue was confirmed.

Event description:
It was reported that during an esophagogastroduodenoscopy (egd) procedure, the device exhibited no image. According to the reporter a scope 180 series or 160 series scope was being used and was unable to get an image on the main procedure monitor. The reporter stated and affirmed that the scope 180 and 160 series worked in the other exam room. The reporter was advised to have the subject device cv-190 be return for evaluation and repair. The intended procedure was completed with a backup 190 scope. There was a delay in the procedure approximately 77 minutes however, the reporter conveyed that there was no patient impact or harm due to the incident. It was reported the patient expired on (B)(6) 2020. The cause of death was identified as lactic acidosis with hypotension and bowel ischemia. The customer confirmed the patient's death is not considered to be related to this event.